Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's end was chipped off.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned product noted: one cannula was gouged at the distal end. The other cannula was intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.